Event description:
It was reported the patient presented to the emergency room two days post implant with shortness of breath and was diagnosed with acute post-procedural pericarditis. The patient was treated with diuretics and anti-inflammatories. The leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.